Manufacturer narrative:
A siemens headquarter support center (hsc) specialist investigated the event. The tas was working on a new dimension vista installation and observed that the waste a container was not properly seated. The tas removed the container and observed the aliquot plate chute, which guides the plates into the waste a container, may have been knocked out of position, thus interfering with the waste a container. The tas was attempting to reposition the aliquot plate chute when the injury occurred. The employee made a quick twisting movement, causing the wrist to get cut on a sharp metal edge of the chute. Hsc notes that the actual position of the aliquot plate chute is deep inside the instrument, behind the waste a container, and is not easily accessible. This task would not be performed by a customer. When installed properly, the chute is not easily accessible and does not present a safety risk. The injury was caused by the part being out of its normal position, which potentially occurred during shipment of the instrument.

Event description:
A siemens technical application specialist (tas) was injured at the customer site while reseating the reagent waste chute on a new dimension vista 500 instrument installation. The tas's right wrist was lacerated on a sharp metal edge inside of the instrument. The tas went to the emergency department, where he was treated with stitches.